Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2024-00352-00 under a different suspect device. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available. Additional patient results were provided in section b5. The complaint investigation for falsely decreased alinity c total bilirubin and alinity c carbon dioxide (co2) results on the alinity c processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Other than sample retesting, no other troubleshooting was performed, as no definitive part was identified as likely cause for the issue. The alinity c processing module, serial number (B)(6), was considered the likely cause; however, sample integrity cannot be ruled out. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased alinity c carbon dioxide results for several patients. The following example was provided (customer¿s normal range is 22-31 mmol/l): sample ID (B)(6) result was 8 mmol/l, no repeat results were available. The patient¿s previous result was 24 mmol/l. There was no impact to patient management reported. Additional clarifying information was provided by the customer on 21dec2024: sample ID (B)(6) repeat result, on another analyzer on (B)(6) 2024, was 18 mmol/l. The patient's previous result of 24 mmol/l was tested on (B)(6) 2024. Additional patient results were provided on 07jan2025: the customer observed a falsely decreased alinity c total bilirubin result for one patient. The following data was provided: sample ID (B)(6) initial tbili result, on (B)(6) 2024, was <0.1, repeat result, on another analyzer on (B)(6) 2024, was 0.82 mg/dl. There was no impact to patient management reported.